Event description:
The machine was used in the nicu dept and after the pt was removed, they plugged the incubator into an ac source. Five minutes after being plugged in, it started to emit smoke from the pneumatic module, and then caught fire.

Manufacturer narrative:
The hospital reported this incident to the service engineer of our distributor in another country. Our distributor will conduct an onsite evaluation, and we will issue a follow-up report when we conclude our investigation.